Event description:
The facility reports the cna was about to bathe the resident. The cna started by placing the sling under the resident, then bringing the lift in and clipping the sling to the lift. The cna then proceeded to lift the resident and started to turn sixty degrees to the left to place the resident onto the shower bed. Suddenly, the hanger bar broke off the lift, dropping the resident to the floor. The cna called out for help at that point. The resident sustained bruising to the back and right upper extremities. X-rays were taken, and no fractures were found, but the resident complains of continuous pain. The resident has been given pain medication.